Event description:
A surgeon reported that during a surgery to treat a retinal detachment, the switch to air could not be performed, leading to a preoperative hypotonia. The cassette was exchanged and the procedure was able to be completed without consequences for the patient.

Manufacturer narrative:
A sample has been received and is awaiting functional testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).